Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and confirmed the issue was due to a dirty flow cell. The fse cleaned the flowcell and optimized alignment resolving the issue. (B)(4).

Event description:
Customer reported an ongoing issue of obtaining incomplete results for the differential parameters for quality control samples (5c cell control, abnormal ii) when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.